Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that before intra-aortic balloon (iab) insertion, when the insertion kit was opened, the customer found the guide wire was kinked. A new iab kit was used to continue therapy.

Manufacturer narrative:
The insertion kit was returned opened and unused. The reported 0.025¿ guide wire was returned inside the protective tubing with the j-straightener detached from the protective tubing inside the insertion tray. The guide-wire was found to be kinked approximately 4.3cm from the j-tip. The evaluation confirms the reported problem. The kinked guide wire may have occurred during removal from the packaging. However we are unable to conclusively determine how the kink occurred because we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that before intra-aortic balloon (iab) insertion, when the insertion kit was opened, the customer found the guide wire was kinked. A new iab kit was used to continue therapy. .